Manufacturer narrative:
After battery installation unit gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments and partial display due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's spring and belt clip part was broke. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.